Event description:
Patient was implanted bilaterally with endotine forehead 3.0 with no issues post-operatively. At six weeks it was reported that the implant on the left side could be felt under the skin as fragmented and not holding the brow. A revision brow lift has been scheduled for (B)(6) 2018.